Manufacturer narrative:
Covidien requested that the customer return the speaker for eval.

Event description:
Covidien received a report of a n-395 unit with no audio. The customer ordered a replacement speaker.